Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, silicone migration and rupture.

Event description:
Healthcare professional reported left side "multiple undulations with bubbles of liquid and irregularity of the entire underside of the prosthesis with the presence of moderate amount of periprosthetic liquid, signs that are interpreted as intra and extracapsular rupture, also calling attention to the presence of prosthetic material in left axillary nodes", rupture. The device was explanted.